Event description:
It was reported that the ilet pump¿s touchscreen was unresponsive to slide-to-unlock despite a device restart, removal of the screen protector, and an attempted firmware update, consistent with an unresponsive key/button issue localizing to the touchscreen component. Customer care provided support that included analysis of information provided by the user and providing user guided troubleshooting and education. Investigation of this case revealed a software-related problem associated with the touchscreen, aligning with an unresponsive user interface control. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.